Manufacturer narrative:
On 10/13/2015 (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro device was overheating while testing the device on gauze. A replacement device was opened and the same issue occurred. The np also stated that the tip of the device was over heating and small sparks were seen. A third replacement device was used and the cord was changed to complete the procedure. The hospital did not report any patient effects. This complaint was created to capture cord that was replaced. (Trackwise related complaints (B)(4)).

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro device was overheating while testing the device on gauze. A replacement device was opened and the same issue occurred. The np also stated that the tip of the device was over heating and small sparks were seen. A third replacement device was used and the cord was changed to complete the procedure. The hospital did not report any patient effects. This complaint was created to capture cord that was replaced. ((B)(4)).